Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process. Complaint information will continued to be trended to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4) tear. The band was returned for analysis. Upon visual inspection, it was observed that the buckle of the band was torn and that four fold lines were present on the balloon, localized from the catheter connection. A 2mm tear was on one of the fold lines. It was also noted that catheter near of the end of the locking connector was eroded. As result of the visual inspection on the balloon, no leak test was performed on the balloon. A leak test was performed on the catheter attached to the port with a successful result, no leak was found. The complaint was not confirmed, upon product analysis it was observed that the leak was coming from a tear on one side of the balloon localized on a fold line. The leak was not observed in the band tubing. A review manufacturing records was performed and no discrepancies were recorded during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that post implant a (B)(4) adjustable gastric band, a band tubing breakage was reported. During a band adjustment a leakage was observed, because it was not possible to infalte the band. The band was removed and the patient was converted to a gastric bypass procedure. It was concluded that a gastric banding was not the good solution for the patient obesity treatment because of weight regain. The patient is doing fine.